Event description:
It was reported that a cage was implanted during l4-5 tlif procedure on (B)(6) 2016. The procedure was completed successfully with no inter-operative complications. Upon regular follow up with the patient and review of post operative CT scan, it was noticed that whilst the patient had fused and had no post operative complications/symptoms, the implanted cage had several points of fracture.

Event description:
It was reported that a cage was implanted during l4-5 tlif procedure on (B)(6) 2016. The procedure was completed successfully with no inter-operative complications. Upon regular follow up with the patient and review of post operative CT scan, it was noticed that whilst the patient had fused and had no post operative complications/symptoms, the implanted cage had several points of fracture.

Manufacturer narrative:
Method: product history review, complaint history review, labelling review, risk assessment. Result: the reported event was confirmed via correspondence with the representative and review of post-op x-ray images. The device was not returned as it is in possession of the patient and cannot be released, thus inspection cannot be completed. Manufacturing review was completed for this device, and no issues were found. Conclusion: as the device was not returned, a definite root cause cannot be determined. Possible root causes include excessive patient post-op activity and patient non-fusion. If the device is made available in the future it will be investigated.